Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to the cerebral infarction. The root cause of the cerebral infarction remains indeterminable but was like due to patient related factors (stopped taking warfarin) and/or procedure related factors described above. There was no allegation that the device caused or contributed to the patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) case registry, a 23 mm transcatheter valve was deployed in the aortic annulus via transapical approach. Post tavi procedure, exact occurrence timing was not determined, chronic atrial fibrillation was observed. Although direct oral anticoagulant (doac) and dual anti-platelet therapy (dapt) were implemented, on postoperative day (pod) 7, the patient developed cerebral infarction. Immediately, brain angiography was performed, left middle cerebral artery occlusion was confirmed and removed thrombus. Although the level tended to improve, on pod 11, the patient passed away due to septic shock with urinary tract infection. The cause of death was determined as infection. Through follow-up it was reported that, before and after tavi, intracardiac thrombosis and valvular thrombosis were not observed on the echo, but it was considered that invisible thrombus had been formed. In addition to that, the doac effect may have been insufficient. After that, the sepsis could not be controlled and the patient died. Per medical opinion, the uti and sepsis resulting in the patient¿s demise was not associated with the edwards¿ device nor the tavr procedure.